Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the mrx is failing the daily test. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that he mrx is failing the daily test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.